Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the reported issue. The patient was reportedly disconnected from the site when the alleged issue occurred. The alleged issue was not resolved with troubleshooting. He denied that the pump suffered any trauma or that the device had moisture ingress issues. The patient also mentioned that the cartridge involved with the issue was already discarded. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump dispensed insulin during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated one "no cartridge detected" warning on the reported event date. During investigation, the pump stopped immediately at 205 units during the load step. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor plate.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: 2531779-03/24/2010/003-r.